Manufacturer narrative:
The pod was received undeployed. The download data shows a dip in pulse width values near the end of the run in tandem with a failure of the rotational sensor to transition when expected, indicating a failure to detent drive stall. The data indicates that the hook talons were slipping over the ratchet gear teeth, resulting in the dip in pulse width values and drive stall. During the investigation the top retainer pin was observed to be incorrectly placed. The retainer pin was reseated and the pod was rerun. The pod was successfully able to deliver a 5-unit bolus after reseating the retainer pins and no abnormalities were observed. It could not be conclusively determined if the incorrectly installed ratchet retainer pins contributed to the observed drive stall, however the failure to detent drive stall is confirmed to have caused the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was worn less than an hour.